Manufacturer narrative:
The damaged found was sustained during the surgical procedure.

Event description:
It was reported that the lead dislodged and perforated the right ventricle. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.